Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets tubing was leaking at the connector of the infusion site within past 2 months. All the infusion sets were in use for 1 to 2 days. The blood glucose level at the time of event was 200 to 300 mg/dl and patient resolved all the event by replacing infusion set and resumed insulin successfully. No further information available.